Event description:
It was reported the telescope eyepiece cup fell off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (telephone number added). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint telescope eyepiece cup fell off was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.